Manufacturer narrative:
Multiple attempts were made to collect additional information such as problem description clarification, device logs and if the device was available for return. However the requested information was not made available. The IFU (instructions for use) states bradycardia is eight or more consecutive normal beats, with an average rate less than or equal to bradycardia rate. If a bradycardia event did occur, the m300 would alert the ics (infinity central station) and alarm. Where additional information such as logs and the device was not provided for evaluation, draeger could not verify if bradycardia truly occurred or reproduce it. Therefore root cause of the reported bradycardia issue could not be determined. A historical query of similar complaints over the last 12 months showed this was an isolated case. In addition the customer has not reported any further issues.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that bradycardy was not detected by the m300 system.